Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. The battery cap was not missing or damaged. The insert battery alarm did not display on the screen. The insulin pump was exposed to moisture. Troubleshooting was performed but the display did not return. The customer was advised to discontinue use of the insulin pump.

Manufacturer narrative:
Retainer ring = black customer returned insulin pump for alleged blank display and exposure to moisture found on 14-jun-2022. Insulin pump operated normally until pump alarmed critical pump error 35 during displacement test. Unable to perform displacement test, active current test, sleep current test, rewind test, prime/seating test, basic occlusion test, force sensor test and self test due to appearance of critical pump error 35. Insulin pump alarmed critical pump error (open book image) after new battery installation. Test p-cap and reservoir locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. Insulin pump downloaded to crest. However, insulin pump failed to redownload to thus with blue display during redownload. Insulin pump downloaded successfully before appearance of insulin pump error 35 using thus software. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith) due to moisture damage on the electronic assembly. Insulin pump trace download analysis confirmed the pump alarmed pump error 25 on the event date of 06/14/2022 at 18:10:00.000 due to moisture damage on electrical board 1, and electrical board 2. Device was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were noted during visual inspection: scratched case, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, stained keypad overlay, battery tube threads - cracked, corroded battery tube, label damage, retainer knit line damage, and cracked retainer. Blank display was not confirmed. Retainer ring damage was confirmed. Insulin pump error 25 was confirmed in the pump history files and traces due to moisture damage on electrical board 1, and electrical board 2. Critical pump error (open book image) alarm confirmed due to insulin pump error 35. Insulin pump error 35 alarm confirmed during testing due to moisture damage on the force sensor. Unable to upload/download was confirmed due to moisture damage on electrical board 1, and electrical board 2. Exposure to moisture was confirmed found on the electronic assembly, motor, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.